Manufacturer narrative:
(B)(4). Concomitant medical products - nexgen lps-flex mobile and lps-mobile bearing knee system-femoral, catalog#: 00599601651, lot#: 61965944, palacos r 1x40 single catalog#: 00111214001, lot#: 73674283 customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2017-00216.

Event description:
It was reported patient is experiencing pain and swelling. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. The complaint was not confirmed. 2 additional MDR's submitted for this event: 000182265201802865; 0001822565201802864. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.